Event description:
Customer reports via phone to liebel flarsheim that the injector will inject by itself. Addendum 02/08/2006: spoke with contact person for hospital. They stated that the injector had been connected to patient for injection. The start button was pressed, and nothing happened. Then 2 seconds later, the injector injected the contrast, with no fluoro observation. The patient was not injured. The physician did have to make a second injection to complete diagnostic cardiac cath. There was no compromise to the procedure or the care of the patient. The exam was completed without further incident and patient care was not compromised. When asked detail of exam and patient, it was stated as all unknown.

Manufacturer narrative:
Liebel - flarsheim manufacturer report: initial report erroneous in that the issue was a faceplate that wouldn't fit to the injector, not an uncommanded movement issue. The fse adjusted the alignment pin in the faceplate and returned the unit to service.